Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that when removing the inserter, the mobi-c disassembled when the surgeon tried to detach the cartridge intra-operatively. The surgeon removed the mobi-c and used another device to complete the case. There was a 10-minute delay with no impact on the patient.

Manufacturer narrative:
"Device evaluation anticipated, but not yet begun (02)" no longer applies but cannot be deleted. Corrections in h3. Additional information in d4: expiration date and UDI number, h4, and h6: component, investigation type, findings, and conclusions. Inspection: the returned item matches information listed in the complaint file. Visual inspection revealed that the inferior plate (mb121k lot 5375719) partially disassembled from the peek cartridge. The superior plate (mb080k lot 5379473) and polyethylene insert were still assembled to the cartridge. The item could be fully disassembled and reassembled using si-mobc-0001 with no difficulty. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that when removing the inserter, the mobi-c disassembled when the surgeon tried to detach the cartridge intra-operatively. The surgeon removed the mobi-c and used another device to complete the case. There was a 10-minute delay with no impact on the patient.